Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had a insulin flow blocked alarm. Customer verified connection was secure by gently tugging on the connector. Customer advised to replace plunger and manually push plunger very slowly, while keeping the reservoir straight, and insulin exits the tubing and manual plunger push. Customer stated he rewind pump, reinsert reservoir into pump and run load reservoir fill tubing to at least 5.0unit. The customer stated they were not able to clear the alarm. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.